Event description:
In 2009, the pt was receiving flolan via an infusion pump. The pump was reported to have "beeped" and stopped working, the incident report indicates that the device read "error detected". The nurse called for help and a second infusion pump was obtained. When they attempted to use that pump, the clinician was unable to program the device for greater than 2.1 ml/hr. The pt "coded" and expired during this time. Risk management estimates that the time was 10-20 minutes from the error code to the pt expiring. The pt had a diagnosis of pulmonary hypertension and was started on flolan therapy six days prior to event.

Manufacturer narrative:
Evaluation summary: on november 23, 2009, the smiths medical received notice of an occurrence involving two cadd-prizm vip ambulatory infusion pumps. It was reported that in 2009, pump alarmed with an error code, and then stopped running. When an attempt was made to program a replacement pump, pump, it could not be programmed to deliver 2.10 ml/hr. It was also reported that the pt, who was receiving flolan therapy, "coded" and expired during this time. This situation was brought to the attention of our quality assurance personnel. It should be noted that there was a time difference between the two pumps; the clock for pump was set approximately one hour and 24 minutes later than the clock in pump. This does not affect delivery; however, it does impact the reference comparison between the two pumps. In summary, pump was powered up approximately 37 minutes after the error code alarm initiated on pump. Investigation of pump: a review of the event log from this pump shows that on event date, a "high pressure" alarm occurred at 20:57. At 21:02 (approximately 5 minutes later), an error code 10002 occurred. The error code displayed on the pump screen, the pump alarmed, and the pump stopped operation. Related error codes continued to occur until the device was powered down at 09:08 four days later. Examination of the pump found a non-functional cassette sensor was the root cause of the error code 10002. Investigation of pump: a review of the event log from this pump shows that it was powered up in lock level, "ll1", the same day at 22:58. The continuous rate was changed from 0.00 (originally set six months prior) to 2.10 ml/hr, and the pump was started in "ll1" at 23:17. As the pump was in lock level 1, the continuous rate was limited to an upper limit of 2.1 ml/hr as previously set (while in ll0) seven months prior to event. In summary, pump had a non-functional cassette sensor which caused it to experience an error code 10002. The pump then operated as intended by providing an audible and visual alarm to alert the user to remove the pump from use. Pump also operated as intended. It was programmed in "ll1" and then started. Lock level 1 allows only limited programming, including a limit on the delivery rates to those set in "ll 0." The previous maximum rate of 2.10 ml/hr was last set, in ll 0, on this pump the same day at 10:59.